Event description:
Sometime in july, MFR ran short of adaptors to put in this kit. As a result, some kits were shipped with no adaptors. To resolve this, MFR has and will provide non-sterile adaptors which would have to be sterilized in central svs. The main or has decided this is not a good option and has not used this option. Also, some kits were shipped with adaptors in a separate package taped to the canister kit, but this package had no sterile indicator on it. Some of these were used by the main or over a two week period. These are sterile per MFR but as the attached package has no sterile indicator central svs and the main or have pulled all stock.